Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, short v-v intervals and a possible fracture. It was noted that exit block was observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.